Manufacturer narrative:
The customer contacted siemens to report a falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse checked the vacuum and found it within specifications. The cse replaced the reagent 1 (r1) probe. The cse found the tubing on the acrylic manifold had air bubbles coming from a bad connection. The cse repaired the connection and performed a dry to prime procedure and an autocheck with acceptable results. The cse also ran the instrument daily maintenance without issue. Quality control materials were processed with acceptable results. The cause of the falsely elevated total human chorionic gonadotropin (thcg) is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1300 instrument. The initial test result was reported to the physician(s). The same sample was repeated on an alternate atellica im 1300 instrument. The repeat result was consistent with clinical expectation and was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total human chorionic gonadotropin (thcg).